Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. This IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of elevated lactate dehydrogenase (ldh) could not be conclusively established. The system controller event log file contained events from 02may2024 through 10may2024 and 29may2024 through 03jun2024, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. It was reported that the patient's lactate dehydrogenase (ldh) had been increasing. The patient denied signs or symptoms of hemolysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been hospitalized for desensitization for heart transplant and kidney transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The system controller event log file contained events from (B)(6)2024 through (B)(6)2024 and (B)(6)2024 through (B)(6)2024, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The heartmate 3 lvas instructions for use (IFU) lists renal dysfunction and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists renal dysfunction and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.